Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation as the reporter did not wish to be contacted to provide additional information. The reporter stated that on an unknown date the patient obtained results on the subject meter that were "20 to 35mg/dl" higher than results obtained on a pharmacy meter (onetouch verio2), performed within 30 minutes of each other. It is unknown what medication, if any, the patient takes to manage their diabetes or if the patient made any changes to their usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms but it is unknown what treatment, if any, was received. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported as the alleged issue was not resolved with troubleshooting.